Event description:
Surgeon was performing pulmonary lobectomy. Was attempting to transect the pulmonary vein with subject device. When device removed from structure after staple application, staple line was incomplete and hemorrhage occurred from pulmonary vein, resulting in loss of 500cc blood prior to obtaining hemostasis.